Event description:
It was reported by service report that the fowler was drifting with weight on it. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - fowler motor assembly; clutch.